Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a battery compartment crack. In addition, the display was dim and discolored. Unrelated to these issues, the audio bolus button cover was damaged; however the bolus button was fully responsive to presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. In addition, the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.